Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: patient -reported adverse event of pain, walking difficulties, intense myofascial syndrome of the right obturator muscle and the bilateral, but stronger on the right side myofascial syndrome of ischiococcygeal muscle detected on (B)(6) 2018 and treatment on (B)(6) 2018 with injection of botulinum toxin in the internal right obturator muscle was reported via 2210968-2019-78368. Patient- reported adverse event of the neuralgia of the bilateral cluneal nerves and of the right pudendal nerve was detected on (B)(6) 2018 and infiltration of the cluneal nerves and of the right pudendal nerve was done on (B)(6) 2018 was reported via 2210968-2019-78369.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted to treat a prolapse and incontinence. In (B)(6) 2017, 6 months after the procedure, the patient experienced an intense pain at the right groin, leading her to limp few days. This pain progressed quickly towards the lumbar area, the sciatic, the sacrum, the sacroiliac and the rectum; first in the right side and then both sides. The patient could not sit down or walk with the perineal pain, especially the right side. From the end of 2017, the patient was taken neurotin, laroxyl, cortisone, lexomil and tramadol. MRI examinations of the spinal column, the lumbar area, the hips and the sacrum, clinical examinations and a perineal electromyography were performed. Intense myofascial syndrome of the right obturator muscle and the bilateral, but stronger on the right side myofascial syndrome of ischiococcygeal muscle were detected on (B)(6) 2018 and treatment with injection of botulinum toxin in the internal right obturator muscle was done on (B)(6) 2018. It was also reported that the neuralgia of the bilateral cluneal nerves and of the right pudendal nerve was detected on (B)(6) 2018 and infiltration of the cluneal nerves and of the right pudendal nerve was done on (B)(6) 2018. The patient walks with difficulty and pain. The pain is so intense that she cannot sit down. It was also reported that on (B)(6) 2018, injection of botulinum toxin in the ischiococcygeal muscle and the ganglion impar was given to the patient as treatment. No further information is available.